Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair procedure using a fast fix 360, the t2 implant was not getting out from the shaft needle after deployed. Both ts were removed from patient with a grasper. The procedure was successfully completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the device was not returned in it's original packaging. The t1/t2/suture are missing. The actuator is in the pre-t2 position. There is bio debris on the needle. A functional evaluation of the device showed that the actuator cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly or failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.